Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the patient presented to clinic for a routine follow up 8 weeks post implant. Inspection of the device incision revealed a sinus oozing fluid/puss. A wound revision/cleanout was scheduled on monday (B)(6). No further updates have been received at this time.